Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 84 mg/dl. Customer also reported they had a motor error alarm during a basal. Customer was unable to complete the rewind sequence due to the button error alarm. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor also, with intermittent buttons due to moisture damage at the keypad traces. No motor error alarms were noted and the motor was tested outside the device and passed. No button error alarms noted. The insulin pump passed basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, minor scratched display window, partially broken reservoir tube lip and missing the end cap sticker.